Event description:
It was reported that during a laparoscopic nissen procedure, the device was leaking from the seal. A different device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.